Manufacturer narrative:
The manufacturer previously reported this device under recall. After further review, the manufacturer concluded the reported device is not under recall. In box b, describe an event or problem that should be reported as: the manufacturer received information from a third-party service center during the device evaluation that the power connector of the unit was corroded. There was no patient harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected, the power connector of the unit and metallic surfaces were corroded, and the unit could not power on to collect the error log/machine hours/error code numbers/software version. Additionally, contamination of dust/dirt was found inside of the device. The device was scrapped. The service center concludes that the complaint was not confirmed and no evidence of sound abatement foam degradation. In box h, component code has been corrected in this report.

Manufacturer narrative:
H3 other text : device not returned to manufacture.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A device was returned to a third party service center. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The service center reports the unit's power connector is corroded and the device cannot be powered on in order to be able to collect the error log/machine hours. During the evaluation of the device at the third-party service center, the device was visually inspected, and decontamination was passed, corrosion was found on metallic surfaces, and contamination of dust/dirt was found. The device was scrapped.